Event description:
It was reported that the patient presented for follow-up and loss of capture, high impedance, and noise were observed. Externalized conductors were noted via diagnostic imaging. Lead fracture was also noted. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.